Manufacturer narrative:
Updated fields: b4, g3, g6, h3, h6 (type of investigation, investigation finding, health impact, conclusion), h11. A getinge field service engineer (fse) verified error codes 118 in logs. Unable to duplicate problem. Fse replaced kit, display monitor to video gen board (d040-00-0456) as a precautionary measure. Ran and passed all performance and function tests.

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) unit has malfunction of wdt failed. No harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3 corrected field: h6 (investigation conclusion).